Event description:
A doctor alleged that a patient had experienced the loss of three (3) veneers within two (2) weeks of placement with the nx3 dual cure and the optibond xtr products.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor had to re-make one (1) veneer and one (1) veneer had to be cleaned and prepped. The doctor cemented both veneers, without further incident. The patient has a pending appointment to re-cement the third veneer. To date, the patient is doing fine. The product was returned in a condition which made analysis impossible; therefore, an adhesive strength test of the retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.